Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered a shock that successfully converted the rhythm back to sinus rhythm. There were no additional adverse patient effects reported. Reprogramming recommendations were provided by the local area field representative to the physician. However, the patient had already left the clinic, so no programming changes were made. This device remains in service.